Event description:
Additional information received indicated that the device was reprogrammed per the recommendations given by technical support.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of right ventricular oversensing due to myopotentials were noted on the device. Technical support provided reprogramming recommendations that will be completed at the next follow-up in clinic. The patient was stable with no consequences.